Manufacturer narrative:
Follow-up #1: date of submission 11/17/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a review of the pump's black box showed evidence of two call service 064 (occlusion during prime) alarms; insulin delivery was not resumed following the alarms. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with symptoms of nausea, vomiting, increased urination, increased thirst, and large ketones. The patient had discontinued pump therapy at the time of the call. The reporter stated that he patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the patient had received a call service 064 alarm on the pump which contributed to their blood glucose excursion. This complaint is being reported based on the allegation that the patient had a hyperglycemic event while on the pump as a result of an alarm.